Event description:
This report is to advise of event observed during investigation foreign material attached to the tip of the device.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The distal tip irrigation holes were inspected and a dry white fibrous substance was noted on the distal electrode extending to about midway through electrodes 1 and 2, which occluded the irrigation holes. In addition, small amounts of blue and black fibrous material was noted interwoven with the white fibrous material. Further investigation revealed the foreign material was consistent with a biological materials and diamond-like carbon. Therefore, the aforementioned film could not be confirmed to be a product deficiency. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.